Event description:
It was reported that the screw broke during insertion. The site had been pre-drilled with a (B)(6) that broke off proud was removed. The part in the patient was not retrieved. Another screw was placed next to the first screw. Case was an osteochondritis knee.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The complainant's event is typically caused by improper bone preparation, inserting the implant at an angle not co-axial to the pilot hole, the use of excessive force and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Facility will not release the device.